Event description:
A report was received that the patient had infection at the lead site and there was fluid from the incision site. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had infection at the lead site and there was fluid from the incision site. The patient underwent an explant procedure.

Manufacturer narrative:
Date of explant: (B)(6) 2012. Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.